Manufacturer narrative:
(B) (4). Visual inspection of the returned product found optic torn in half. There was evidence of surgical dried dark residue. (B) (4).

Event description:
The reporter stated the surgeon implanted an aq5010v three piece silicone lens. Lens (diopter 2.0) was implanted piggyback with a toric intraocular lens on (B) (6) 2009. Lens was removed on (B) (6) 2010 due to pt experiencing decreased visual function in the operative eye due to poor vision. To remove the lens, the incision was extended, lens was folded, captured and retrieved from the eye. Another same model iol (diopter 0.0) was folded and inserted through the incision into the eye. The lens was placed into the ciliary sulcus, anterior to the toric iol (in the bag) with haptics oriented at 3 and 9 o'clock. The sutureless incision was watertight. The reporter stated there was no product malfunction allegation.